Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by legal brief, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: filter perforating the vena cava with significant tilt.

Manufacturer narrative:
Complaint conclusion: as reported, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: filter perforating the vena cava with significant tilt. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record (DHR) review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. The timing and mechanism of the tilt has not been reported at this time. The brief also reported perforation; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The catalog number is unknown; if received, it will be provided. Concomitant devices: 0.018 guidewire, betson guidewire, 5f micropuncture dilator, 6f dilator, 0.035 amplatz catheter. Complaint conclusion: as reported, the patient had placement of an optease inferior vena cava (ivc) filter. Per the medical records, the filter was implanted post trauma, burn injuries, multiple fractures, some gi bleeding while patient on anticoagulation therapy. The records indicate a successful implant of the optease filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: filter perforating the vena cava with significant tilt. A cta of the abdomen, approximately 8.5 years after implant, reported a trapease filter with moderate tilt and extrusion of the side bars beyond the contour of the cava. The physician explained that filter retrieval could be traumatic for the ivc, as nearly all side bars would have to come through the caval wall, creating significant disruption and potential for hemorrhage. Incidentally, the patient was found to have a 4 cm adrenal tumor. Per the patient profile form (ppf), the patient reports perforation of filter strut(s) outside the ivc and filter tilt. The patient also reports pain and suffering as well as stress and anxiety. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by legal brief, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: filter perforating the vena cava with significant tilt. The following additional information was received per the patient¿s implant records: the filter was implanted due to status post trauma, burn injuries, multiple fractures, some gi bleeding and patient on anticoagulation therapy. The records indicate successful placement of an infrarenal optease inferior vena cava (ivc) filter. Although the implant records indicate that an optease filter was implanted, approximately eight years and six months post implantation, a cta of the abdomen and pelvis without contrast, reported a trapease filter with moderate tilt and extrusion of the side bars beyond the contour of the cava. The physician explained that filter retrieval would be rather traumatic for the ivc, as nearly all side bars would have to come through the caval wall, creating significant disruption and potential for hemorrhage. Additionally, the patient was found to have an incidental 4 cm adrenal tumor. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately eight years and six months post implantation. The patient reports perforation of filter strut(s) outside the ivc and filter tilt. The patient also reports pain and suffering as well as stress and anxiety that the filter could fracture or move and cause significant injury.